Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. No samples were returned to argon from the customer. However, an image was provided by the customer for review. The review of the image confirmed that the guidewire was broken. Without the sample returned, a more thorough investigation cannot be conducted. It cannot be determined whether the issue happened during assembly, during the packaging process, during shipping and transit, storage or either prior to or post reaching the customer facility. If this occurred within the manufacturing facility, this defect was not detected during visual inspection prior to shipment as well. Since the root cause cannot be identified at this time, no further action can be pursued. However, argon will continue to monitor for recurrence.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure for treating chronic veins insufficiency (cvi), a guidewire split while accessing the vein, resulting in the floppy edge of the wire detaching and remaining in the treated segment of the vein. An ultrasound scan was utilized to locate the missing wire fragment inside the vein. Subsequently, during a mini phlebectomy, which was part of the planned procedure, the missing wire fragment was successfully removed from the vein. Tumescent infiltration and local anesthesia were used, and hand compression was applied. The vein was successfully closed, and the procedure was completed without any injury to the patient. No patient complications have been reported as a result of this event.